Event description:
According to the reporter: the customer reports that the right was broken. Another device was used to complete the procedure successfully. There were no consequences for the pt. Add'l info requested via email.

Manufacturer narrative:
(B)(4).